Event description:
Follow up revealed the patient stopped charging their ipg as recommended which resulted in it becoming inoperable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to battery depletion. In turn, the ipg was no longer able to communicate with external devices. As a result, the patient underwent surgical intervention on (B)(6) 2018 to have their ipg replaced with a different model.